Event description:
Pt had total hip arthroplasty due to a right hip degen joint disease in 2004. Pt presented in 2006 with right hip pain; severe groin pain with 10/10 on subjective pain scale and limiting activities. Surgeon assessed; remote chance it could be infected, but may have a metal reaction and best treatment option to revise the hip; bearing surface away from the metal-on-metal to either ceramic or metal-on-poly. Revision, right total hip arthroplasty with acetabular revision and revision head from metal to ceramic. Upon entering the hip, the pt had a dark fluid consistent with metallosis. A stat gram stain was obtained, and also sent for aerobic, anaerobic, afb and fungal cultures and a large synovial biopsy obtained and sent to pathology for stat frozen section which did come back negative for protocol for infection. No acute inflammatory cells were encountered. Pt's capsule noted to be thickened and fluid noted to be under pressure. Complete capsulectomy was performed in order to remove all the black stained tissue. The morris taper noted to be pristine with no areas of burnishing or abnormalities. The head noted to have mild burnishing but the vast majority of the shine was noted to be present. No lg gouges, scratches, dents or other defects. One small metallosis cyst medially. Went to recovery in satisfactory, stable condition, discharged home 3 days later.